Event description:
It was reported that following successful implantation of a transcatheter aortic valve, a post-implant balloon dilation was performe d. Following the dilation, it was noticed that the patient was not responding. A fluoroscopy check revealed a blockage in the carotid artery. The blockage was treated on the table and removed. The event resulted in prolonged hospitalization. Additional information was received that femoral access was used for the delivery catheter system (dcs) during the procedure. The balloon dilation was performed following the valve implant due to paravalvular leak (pvl). Carotid catheterization was performed to treat the blockage. Per the physician, the cause of the blockage was unknown but possibly due to the post-dilitation. The physician did not attribute the blockage to the valve or dcs.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of the pvl prior to the post-implant balloon aortic valvuloplasty was mild-moderate.

Event description:
It was reported that following successful implantation of a transcatheter aortic valve, a post-implant balloon dilation was performed. Following the dilation, it was noticed that the patient was not responding. A fluoroscopy check revealed a blockage in the carotid artery. The blockage was treated on the table and removed. The event resulted in prolonged hospitalization.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0012291296); use by date 2026-05-29; UDI (B)(4). Other medical products in use during the event include: product ID: l-evolutfx-2329 (lot: 0012338857); product type: 0195-heart valves; implant date n/a; explant date n/a product ID: sensh1428w (lot: p2f25a0028); product type: introducer sheath; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.